Manufacturer narrative:
Intermittent button response due to moisture damage keypad traces. No unexpected numbers ramping or scrolling on their own or numbers flipping on the screen anomaly noted. The insulin pump was monitored in 50c oven for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No moisture damage found inside the insulin pump. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, and a minor scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 174 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.